Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. However, when set to the current date and time, the rtc was able to retain the new settings. No failure detected. The most likely root cause of the rtc's reset to zero can be attributed a rundown of the controller's rtc coin cell. Due to an extended period of time without connection to a power source. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by medical personnel that a patient had a controller that displayed the incorrect time and date due to a depleted internal battery. The log files were not available for analysis. The controller was exchanged with no reported patient consequences. No further information was provided.